Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer entered 15u bolus instead of 15g of carbs which resulted in the blood glucose decreasing to 67 mg/dl. Customer called emergency medical service for assistance and lost consciousness. Customer was transported to the emergency room. Customer was treated with intravenous fluids of saline. Customer was released on (B)(6) 2023 with the issue resolved and no permanent damage.